Manufacturer narrative:
This report is for one (1) unknown cable/wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the cable tensioner was sticking at the instrument and cannot be removed. It was unknown if there was a procedure or patient involvement. During preliminary analysis of the returned device at manufacturer site, it was identified that unknown cable was discovered broken and stuck in cable tensioner device. This report is for one (1) unknown cable/wire. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at supplier site observed cable lodged in the tensioner. The cable was noted to be removed at supplier site. However, a few cable fragments were observed still stuck in the returned cable tensioner. Both retrieved cable portions and portions still stuck in cable was returned to customer quality. Retrieved cable portions were noted significantly deformed with conditions of fraying at portions leading to unwinded cable cross sections. No further issues were noted. With the conditions noted at supplier site and at customer quality, complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Document and specification review: review of the device history record (including material records) and a relevant drawing review was not able to be performed due to the unknown part and lot and as the part could not be identified from the damaged and fragmented returned portions of the cable. Dimensional analysis was not able to be performed with the returned portions of the device, due to significant post manufacture damage. Conclusion: a definitive root cause could not be determined from the provided information. The complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation that would contribute to this complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.